Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Device analysis revealed that the device appears to be in good conditions. The telescope assembly was able to properly pull back, advance, and retract, it was observed that the catheter flushed normally. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
Same case as 2134265-2017-09621 and 2134265-2017-09620. It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an opticross¿ imaging catheter and a pullback sled to view the target lesion. During the procedure, when ivus (intravascular ultrasound) was performed, it was noted that resistance was felt and it was unable to perform automatic pullback successfully. The procedure was completed with another with the same device. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as 2134265-2017-09621 and 2134265-2017-09620. It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an opticross¿ imaging catheter and a pullback sled to view the target lesion. During the procedure, when ivus ( intravascular ultrasound) was performed, it was noted that resistance was felt and it was unable to perform automatic pullback successfully. The procedure was completed with another with the same device. No patient complications were reported.